Manufacturer narrative:
Additional information added to h3, h6 and h10. The device was not received for evaluation; however, two photographs of the sample were provided for evaluation. Visual inspection of the provided photo shows the product wet with a marking (black cross) of the position of the reported leakage. Visual inspection of the second provided picture did not identify any abnormalities as only the label of the dialyzer was visible. The reported condition was not verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a theranova 400, external fluid leak was observed. There was no patient involvement. No additional information is available.